Manufacturer narrative:
Concomitant medical products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension. Product ID 3998, serial# (B)(4), implanted: (B)(6) 2002, product type lead. Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Event description:
The healthcare provider (hcp) reported the patient's devices didn't work anymore. No patient symptoms were reported. Relevant medical history includes failed back surgery syndrome.